Manufacturer narrative:
(B)(4). The opt844 nasal cannula is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt844 nasal cannula was received at f&p in (B)(4), where it was visually inspected. Results: the complaint cannula was returned with the manifold disconnected from the tubing. Visual inspection of the returned cannula revealed that the manifold end of the tubing was torn. Conclusion: the identified damage is most likely the result of pulling on the cannula tubing with undue force. It was also reported that the event occurred after using the cannula for 3 days. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt844 nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher & paykel healthcare (f&p) field representative, that the tubing of an opt844 nasal cannula was broken after 3 days of use. No patient consequences were reported.